Event description:
Boston scientific received information that post procedure during a right atrial lead check no sensing was noted. It was noted that during the procedure it was difficult to place this right atrial lead due the patients anatomy. A revision procedure took place due to a suspected right atrial lead dislodgement. The lead was repositioned and remains implanted. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.